Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that a glenosphere screw would not lock into an ar-9564-2433-lat arthrex univers revers glenosphere, even after being countersunk. A new glenosphere screw was opened, but it also failed to lock, indicating a possible issue with the threads on the glenosphere. The faulty glenosphere was removed, and a new glenosphere was inserted, which functioned properly and allowed the procedure to be completed successfully. This was discovered during a procedure on (B)(6) 2025. Additional information was received on 18-dec-2025: during an rtsa procedure, the screw that came packaged with the glenosphere failed to lock while the glenosphere was already implanted in the patient. A new screw, individually packaged as an ar-9565 glenosphere screw, was opened; however, this screw also failed. The original glenosphere was removed, and the case was completed using a completely new glenosphere along with the screw that is packaged with that glenosphere. Nothing broke inside the patient, and no fragments were left behind. The surgery experienced an approximate five-minute delay, and no additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a manufacturing issue with the thread of the ar-9564-2433-la, leading to difficulty engaging the screws. The complaint allegation was not confirmed. No evidence of that failure was received.